Event description:
Site reported they were not able to get the superdimension system to navigate to a target during a case. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Superdimension is the process of retrieving procedure recordings for evaluation. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.